Event description:
A cartridge alarm was reported by the caller, indicating an issue with the insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in properly loading a new cartridge, allowing them to successfully resume insulin therapy, and the issue was resolved.